Event description:
It was reported that the patient with this right atrial (ra) lead was admitted to the hospital. It was also reported that there was suspected loss of capture (loc) on the right atrial (ra) lead channel. Patient was seen in clinic and found to have elevated ra capture thresholds of 3.5v. Technical services (ts) analyzed presenting electrogram (egm) and recommended reprogramming options for troubleshooting. There was under sensing that led to brady pacing delivered that was not required observed on the presenting egm. Thresholds were programmed to 5.0v and it was noted that the health care professional (hcp) will continue to monitor the patient. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the patient with this right atrial (ra) lead was admitted to the hospital. It was also reported that there was suspected loss of capture (loc) on the right atrial (ra) lead channel. Patient was seen in clinic and found to have elevated ra capture thresholds of 3.5v. Technical services (ts) analyzed presenting electrogram (egm) and recommended reprogramming options for troubleshooting. There was under sensing that led to brady pacing delivered that was not required observed on the presenting egm. Thresholds were programmed to 5.0v and it was noted that the health care professional (hcp) will continue to monitor the patient. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that the patient with this right atrial (ra) lead was admitted to the hospital. It was also reported that there was suspected loss of capture (loc) on the right atrial (ra) lead channel. Patient was seen in clinic and found to have elevated ra capture thresholds of 3.5v. Technical services (ts) analyzed presenting electrogram (egm) and recommended reprogramming options for troubleshooting. There was under sensing that led to brady pacing delivered that was not required observed on the presenting egm. Thresholds were programmed to 5.0v and it was noted that the health care professional (hcp) will continue to monitor the patient. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information received, this lead became dislodged prior to revision. Revision procedure occurred and replacement was successful. As of today, this product has not been received by boston scientific for further investigation.